Manufacturer narrative:
The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification was received. A new cartridge was loaded and the contact performed the load fill tubing sequence while connected at the infusion set site. Customer was hospitalized with a blood glucose (bg) of 64 mg/dl. Customer was given intravenous fluids to address bg. Customer was admitted to the hospital on (B)(6) 2020 and released on (B)(6) 2020 with the issue resolved an no permanent damage was sustained. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.